Event description:
It was reported that the patient presented remotely via merlin.net as the pacemaker exhibited failure to interrogate as it was in back-up mode. As a resolution programming changes were made, and the pacemaker was restored. The patient condition was stable.